Manufacturer narrative:
Block b3: exact date unknown, event occurred two days after the implant procedure. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7128837 / 7128956.

Event description:
It was reported that the patient developed an abscess infection at the ipg site. Symptoms of fever, severe pain, increased erythema, warmth around the site and a pocket of fluid formed around the device. It was noted that the infection was not device related. The patient was placed on antibiotics and underwent a spinal cord stimulator (scs) system explant procedure. The patient was doing well postoperatively. The explanted ipg and leads were not returned as they were kept by the medical facility.